Event description:
It was reported that the device was used during a laparoscopic appendectomy. The cartridge reload fell out of the device after it was fired and was stuck to the appendix. A babcock was used to remove the tissue from the staples. Another device was used to complete the case. There was no adverse consequence to the patient. (B)(4)

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.